Event description:
A report was received that the patient had an infection at the ipg site. The physician believed the infection was procedure related and that the pocket site was not healing well. Patient symptoms include oozing at the pocket site. Intravenous antibiotics were prescribed. The patient¿s ipg was explanted.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.